Manufacturer narrative:
It was reported that the local representative (cc) tested the system and everything was working fine. A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter was intermittently disconnecting and intermittently tracking. There was no patient involved. Additional information was received. It was reported that the issue was because the site was using a metal retractor.